Event description:
The customer reported an issue with incorrect time settings on their device, which was greater than a five-minute discrepancy. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor for any recurring discrepancies, which the customer acknowledged and understood.